Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 20.7 mmol/l (mobile), 21.5 mmol/l (mobile) and 8 mmol/l (performa). No adverse event reported. The lot number was not provided. The suspect device will not be returned for product evaluation.